Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device implant procedure, the guidewire could not be inserted into the lv lead lumen. The insertion failure persisted when attempting outside the patient's body. The cause was suspected to be due to the lead. The lead was replaced. Patient was stable.